Event description:
Additional information was received stating the customer wants to send the device in for repair. There was no patient involvement and no patient or clinical injury.

Manufacturer narrative:
Other, other text: additional information: b5.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual and functional inspection/testing, the power off button only worked if pressed on the left side, not the center where it should and stopped working completely a few minutes into investigation. The leads running through the membrane had been damaged. There was adhesive on multiple parts of the enclosure and some type of sticker residue on the display label. Device failed flow rate test. After about forty-five (45) minutes of running, the printed circuit board (pcb) started to malfunction causing the over temperature alarm to go off, but it did not work correctly (light emitting diode (led) lit dimly and alarm sounded continuously instead of every other second). The ground stud on the back panel was loose. The return tube was cracked. Unable to replicate the complaint and other problems found. The device detected disposable properly and ran for over 45 min without disposable alarm. However, detected main pbc board malfunction resulting in over temperature alarm because of fluid ingression onto pcb components from cracked return tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the return tube, membrane switch and pcb. Replaced the o-rings and fan guard per preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the singular disposable alarm will not stop alarming. No patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.